Event description:
The pt was taken to the operating room to "take down" the colostomy and anastomose it to the remaining distal colon. Dr assisted on this operation. Because this was considered a contaminated field, they repaired the hernia using cook surgisis exl mesh. Post operatively the pt had a lot of pulmonary problems with lung secretions and coughing. It began as she awaked from anesthesia an became progressively worse. On the 3rd day, intensive pulmonary toiletry was begun with tracheal suction, breathing treatments, ambulation, respiratory therapy. Clinically the pt was not doing well and not eating well. No evidence of wound infection, but on the 6th postoperative day, part of the skin separated, exposing some of the underlying mesh. The doctors laid a piece of "adaptic" on the wound. Dr said that they were concerned that there might have been decreased circulation to the skin when they closed the wound under tension during the prior operation. The next day when they inspected the wound, the surgisis mesh seemed to have split down the middle of its entire length with bowel visible and present in the wound. The pt was taken back to the operating room that day by another surgeon, one of dr. Legare's partners. There was no bowel leakage. The mesh indeed had torn its entire length. There was some minimal delamination of the layers centrally. The rest of the mesh where sutured to the fascia was firmly intact. The surgeon sutured the edges of the torn graft to itself, placed a drain and closed the skin. The pt never awakened from the anesthesia and could not be weaned from the respirator. After 4 days, the family felt that she had "suffered enough" and the aggressive care was stopped and the pt died.

Manufacturer narrative:
Device could not be evaluated since it was not returned to the manufacturer. Conclusion: pt was severely compromised prior to receiving graft. The medical condition and nutritional status of the pt likely inhibited ingrowth and incorporation of graft into local tissue. Failure of the graft was probably caused by excessive stresses due to continuous coughing combined with a weakened graft due to lack of incorporation. No further info is available.